Event description:
Patient found unresponsive and apneic; patient was on 1st step bed and slipped between side rails but did not fall onto floor; patient was caught by the neck between side rails. Code blue initiated, vital signs (vs) checked and recorded. Bp 106/71; hr 103; respiratory rate: apneic, etomidate was given. Intubation initiated using 7.5 endotracheal tube by respiratory therapist. Secretions were suctioned. Vs checked post-intubation as were as follows: bp 144/74, hr 110, spo2 97%. Rn remained with patient. Pt transferred to ICU at 2205.